Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report condition of medstation es- med station not logging in to app automatically was confirmed during fse testing and subsequently validated in the dchu inspection process. According to work order # (B)(4), the fse performed reimage three times and system validation failed three times. The fse installed a new hard drive and attempted reimage, but system validation failed. The fse performed in-depth analysis of station and found visible damage and signs of long-term liquid damage. The fse shut down station. The fse removed all parts showing damage (comm sled, pyxibus cable, medcart cable and two medcart matrix drawer controllers). The fse verified station was fully operational. During dchu visual inspection: p/n: 120547-01: was received with exposed copper strands and black marks. During dchu testing: p/n: 120547-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint medstation was not logging in automatically was due to the damaged assy cbl pyxibus 6 drawer which had signs of exposed copper strands which lead to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not logging into application. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 6 drawer which had signs of exposed copper strands. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not logging into application. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not logging into application. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med station not logging in to app automatically. A field service engineer (fse) reimaging was performed three times, but system validation failed each time. A fse installed a new hard drive, and another reimage was attempted; however, system validation still failed. An fse analysis in-depth of the station and revealing visible damage and signs of long-term liquid exposure. Fse replaced all damaged parts were, including the comm sled, pyxibus cable, medcart cable, and two medcart matrix drawer controllers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.